Event description:
A report has been received of where a bracket that will not lock into place. The affect part reported supports the sides of the end users leg while seated however, no report of any injury.